Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. However the transmitter device being used with the sensor was returned. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of inaccurate blood glucose values could not be confirmed.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient not for date of issue. The data was reviewed and did not confirm the reported event of inaccurate bg values.